Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that during an explant procedure, the patient had difficulty breathing. The physician believed it was procedure related. The patient was doing well postoperatively.